Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that on september 6th and 9th, the patient felt a very high level of current in the stimulator when it was turned on. The patient turned off system for 1 minute and it functioned normally. The problem did not occur in the new system. The programmer worked normally and the two battery reading or the same. Patient liked the system very much. It eased the pains by 50 to 70% depending on the weather.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that when they would charge their implantable neurostimulator (ins), the recharger would initially start to charge normally, and show the appropriate charge level, but then a few minutes into the charge session they would see the ¿ins fully charged¿ screen. The patient stated that this would happen whether they would start at 50% charge or somewhere in the fourth quartile. The patient reported that the recharger was not indicating significant power loss as expected, as it was still showing that the ins was at 100% after four days of use. The patient clarified that they hadn¿t charged in four days so for the recharger to be showing that the ins is on and working, but then to be reading that it was fully charged after a few minutes didn¿t sound accurate. During the call, the patient tried to check the ins battery status with their programmer but noticed that it was completely depleted. The patient mentioned that they needed to get new batteries first in order to check what the programmer would read the ins battery level as. The patient stated that their programmer was not powering on and that the issue was noticed in april 2020. In addition, the patient reported that they felt a little shock when they initially started the charge session. It was noted that this was the third time that the recharger had read an inaccurate level, with the first time being in february 2020, the second time being in june 2020, and the third time being about a day and a half prior to the date of this report. The patient stated that their recharger would normally show the appropriate ins level and charge at a normal speed. The patient was redirected to the repair department, and a replacement recharger and pair of programmer batteries were requested. No further complications were reported or anticipated. Indication for use is spinal pain.